Event description:
Attorney reported: 2006 - pt underwent surgery to repair a ventral hernia, during which a composix kugel mesh was implanted. After the surgery, the pt suffered abdominal infection, was hospitalized and caused to undergo add'l surgeries and caused to sustain severe and permanent personal injuries and pain. In 2007 - pt died of overwhelming systemic inflammatory response syndrome sustained as a result of the ck mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for add'l info has not been responded to. No conclusion can be drawn at this time. Add'l info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.